Event description:
Patient has been experiencing an increase in night time seizures recently. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received from the patient reporting that she has scar tissue from a previous brain surgery she had and wonders if this is having affect on her vns. She questions this as she is having seizures at night.

Event description:
Patient reported that their device was depleted and that they would only replace their vns device if they did not qualify for rns. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.